Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6)2024. The patient experienced several sensor failures, per documentation the patient stated she was in the hospital 05/24/2024 due to high glucose readings. Her sugar was high, but the patient did not know she was high due to sensor failures. The patient was treated with insulin and zofran at the hospital. She was in the ICU (intensive care unit) for around two days. The patient was still being monitored in the hospital and recovering at the time of the report. There was no documentation of further medical evaluation or intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. Data investigation could not confirm sensor failure during warm-up. However, a sensor failure after warm-up was confirmed on 05/25/2024. The probable cause was determined to be high counts aberration. No additional patient or event information is available.